Event description:
It was reported that while tightening the unit into place, the tip of the unit broke off in the plate.

Manufacturer narrative:
Device was discarded. If additional info is received it will be provided on a supplemental report.